Manufacturer narrative:
Physio-control replaced the interface, system/memory and the power pcb assemblies and the cable assembly connecting the system and interface pcb assemblies.  Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed assemblies in the failure analysis center.  The cause of the reported issue was determined to be due to a shorted capacitor, designator c13 from the interface pcb assembly.  The shorted capacitor also caused fuses f2 and f4 from the power pcb assembly to become open.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was not powering on completely. There was no report of any patient use associated with the reported issue.